Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
The patient reports that post implant realize adjustable gastric band, the band kinked. Per the patient, the surgeon was unable to add or remove fluid from the band detected by fluoroscopy. Per the patient, the port was replaced in (B)(6) 2009 as her surgeon told her it was not functioning. She reports that she has lost more than 100 pounds and is happy with those results. She indicated she's only had one fill with 3 ccs and has not needed additional fills.